Manufacturer narrative:
The initial MDR 2432235-2017-00054 was filed on january 17, 2017. Additional information (02/01/2017): a siemens' headquarters support center (hsc) specialist reviewed the data provided. The hsc found the sample was loaded on automation, not centrifuged and not manually inspected. The low results was likely caused by incomplete aspiration of the sample as a result of the bubbles. The operator identified by the operator after the result and removed the bubbles. The operator reprocessed the sample. The cause of the discordant, falsely depressed sodium and potassium results is due to an incorrectly inspected sample prior to loading onto the instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. The customer stated after the initial discordant results, they inspected the sample. The customer found the sample had foam and was not detected by the instrument. The customer removed the foam from the sample and repeated the sample, resulting within range. Siemens is investigating the event.

Event description:
Discordant, falsely depressed sodium and potassium results were obtained on a patient sample on an advia chemistry xpt instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on the same instrument, resulting higher. The repeat results were reported out to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium and potassium results.